Manufacturer narrative:
Additional information: the physician felt a looseness in the hub luer handle when they held it. Product analysis the device was flushed, and a 0.014¿ guidewire was loaded, the balloon was inflated but wouldn¿t hold pressure and water was seen leaking at the hub, a visual inspection found a crack at the hub, and water could leak out through the crack, image analysis: one image file was retuned for analysis as a word document. In the word document provided a diagram showing a device is shown. It is not possible to interpret what is outlined on the word document as the language used is not english. From this image the reported event can not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a rapidcross rx balloon dilatation device for treatment in the left posterior tibial artery a patient with calcification. A non-medtronic sheath was used with a non-medtronic guidewire. Balloon was inflated with a syringe. Device was prepped and used as per IFU. It was reported that balloon deflation difficulties were observed during initial inflation. During balloon expansion, the hub was loose and felt strange, so tried deflation, but it did not deflate as smoothly as usual. Deflation at the lesion site took time. An additional balloon was used, the final contrast imaging was confirmed, and the procedure was completed. No injury to patient reported.